Manufacturer narrative:
Approximate age of device- 6 years and 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was found unresponsive at home by their spouse. There were low flow alarms on the system controller. The patient was admitted to the hospital. An echocardiogram (echo) performed was unable to visualize outflow graft (ofg) well, and the rpm were increased to 10400 to increase forward flow through the pump. The family and patient declined computed tomography angiography (cta) due to the patient age and not being a surgical candidate. The patient was stable, but low flow alarms were intermittently occurring. The patient met with palliative care and was on milrinone. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the lvas was not returned for investigation. A direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The heartmate ii left ventricular assist system instructions for use (IFU) and patient handbook lists right heart failure and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. This document provides information regarding how to prepare and attach the sealed outflow graft for implant, and it states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. This IFU also outlines all pump parameters and explains that pump flow is estimated based on pump power. In addition, this document outlines the pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Further, this IFU explains that physiological factors that affect the filling of the pump and can result in reduced pump flows as long as the condition persists. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired at home on (B)(6) 2018. It was stated that the patient expired due to right ventricular (rv) failure related to outflow graft (ofg) obstruction.